Event description:
It was reported that there were two rod introduction pliers for side-opening implants where the ends are broken off. This was found post-operatively and there was no patient involvement. It is possible the items fell and hit the ground post operatively. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: lot #xa7ha22: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the end of the device was broken off. The repair technician reported that the device has a broken tube, and is not ratcheting. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2014. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: applicable drawings for the rod introduction forceps were reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The forceps were found to have met the drawing specifications. The forceps were received with the complaint that the tip is broken off. Upon examination it was seen this complaint condition is confirmed as the distal tip of the tube of the forceps is missing material and has jagged edges. The complaint condition of this device is confirmed. This was caused by the instrument being dropped following the surgery as noted in the complaint. The design and materials were found to be appropriate for this application. (B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.